Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic prostatectomy with lymphadenectomy during prostate dissection, the instrument attached to arm cart assembly was moving inside the patient without moving the surgeon console input hand controllers. The surgeon commented that the instruments feel "looser" than the davinci xi system and noted the danger of unintentional movement in the patient. Upon observation, the patient's breathing was heavier than usual, which potentially could be causing the trocars to move leading to instrument movement. This was occurring with multiple instruments. There was no patient injury.

Manufacturer narrative:
H3 and h6: annex b, annex c and annex g have been amended. Device evaluation: medtronic led an evaluation of the associated device data and provided video for the reported arm cart assembly (aca). Evaluation of the device data indicates no error codes were shown for the reported aca and procedure. Review of the provided video notes that it shows the surgeon console in use. At 0:05 the surgeon hand controllers did not move, but the instrument moved on the surgeon 3d display. Evaluation of the provided video for the reported arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a defective pinch sensor. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic prostatectomy with lymphadenectomy during prostate dissection, the instrument attached to arm cart assembly (B)(6) was moving inside the patient without moving the surgeon console input hand controllers. The surgeon commented that the instruments feel "looser" than the davinci xi system and noted the danger of unintentional movement in the patient. Upon observation, the patient's breathing was heavier than usual, which potentially could be causing the trocars to move leading to instrument movement. This was occurring with multiple instruments. Another aca (B)(6), which was attached to the endoscope, threw a red alarm without warning or any error message. The error stopped by itself after 5 seconds. There was no patient injury.